Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was brought back into the clinic and pocket manipulation along with monitoring ecgs (electrocardiograms) for emi (electromagnetic interference) was performed. No emi was noted so the patient lead impedance warning was disabled. The rv lead remains in use and the clinic will continue to monitor the rv lead via remote transmissions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076-45, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the recent generator change the right ventricular (rv) lead has triggered an impedance alert for high impedance. Possible lead damage from generator change suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.